Event description:
It was reported that the customer was taken to hospital. The mother stated that her son was taken for unknown reasons, and all the mother knows that he was in pain. The mother stated that she contacted the customer's doctor for assistance and they did not call back. It was stated that it was unknown if the customer tested his blood glucose. It was stated that the paramedics changed the battery and the insulin pump alarmed. Troubleshooting was incomplete as mother did not have the insulin pump, and son and father were still at a medical clinic. Advised the mother to call back to continue testing and to review the programming and settings on the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.